Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently after the pump reset, the pump time and date became inaccurate. During troubleshooting with tandem technical support, the customer corrected the time and date. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery successfully.